Event description:
It was reported that during a stent placement procedure, there was allegedly a lot of gap in between the safety sheath. It was further reported that the safety clip allegedly could not be opened. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestar vascular stent that are cleared in the us. The pro code and 510 k number for the lifestar vascular stent are identified in d2 and g4. H10: upon completion of investigation, the file was reassessed for reportability and the event was determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. H10: d4 (expiration date: 12/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, there was allegedly a lot of gap in between the safety sheath. It was further reported that the safety clip allegedly could not be opened. There was no reported patient injury.